Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500164968 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 6:00 am he received an error 3 message on the display of his adc blood glucose meter after applying a blood sample to a test strip. Customer further reported experiencing "shaking and sweating", which he believed to be suggestive of hypoglycemia. Customer then self-presented to a hospital for his dialysis treatment where a reading of 40 mg/dl was received on a hospital device at 6:30 am. Customer was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.